Event description:
It was reported that during an unknown procedure, the tissue had not been cut after firing. No crunch was heard during firing. The firing trigger was compressed until unable to fire further. Staples were unformed. Changed to another device to complete the procedure. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: were the unformed staples on the tissue or were they in the surgical field? Some of the staples were on the tissue and some were in the surgical field. Where within the green tissue compression/gap setting scale was the orange indicator set for firing? Unknown. When was the safety removed prior to firing? After the jaw was closed and waiting for 15s, the surgeon removed the safety and fired the device. The analysis results found that the cdh29 device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.